Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed in which allegation was confirmed. Upon visual inspection it was noted that the rs - polytetrafluoroethylene was bunched in a few places.

Event description:
It was reported that this lead was not successfully implanted due to insulation buckled up when advanced in sheath. The lead was never in service. No adverse patient effects were reported.